Manufacturer narrative:
Other applicable components are: product ID: 37752, serial# (B)(4), implanted: (B)(6) 2007, product type: recharger.

Event description:
Information received from the patient reported that they were unable to charge their implantable neurostimulator (ins) and were getting beeping tones from their recharger a day prior to the date of this report. The caller is blind and received assistance from a family member who reported that there were no error codes or messages on the recharger. However, it was later stated that the "reposition antenna" screen was displayed on the patient's device. It was noted that the patient's last successful recharging session was two months prior to the date of this report. It was further reported that the patient was not feeling stimulation and that their pain was "elevated." The patient stated that they have been laying in a recliner for the past two weeks prior to the date of this report. It was noted that the patient's symptoms of elevated pain began in (B)(6) 2016. The patient is to follow up with their healthcare provider (hcp) to discuss ins replacement. Additional information provided on (B)(6) 2016 report that the patient has an appointment with their hcp on (B)(6) 2016. Indication for use is radicular pain syndrome (radiculopathies).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.